Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 494mg/dl. The customer's blood glucose level at the time of incident was 394mg/dl. Troubleshooting was conducted. The customer was not able to perform high pressure test, due to not having the supplies needed for test. The supplies were being sent out, and the customer would call back to finish troubleshoot when they obtained supplies. The customer called back when they received the supplies and were able to finish troubleshooting. The device was found to be working properly. Nothing is being returned or replaced.